Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. Date of issue is an approximation. The patient stated the cgm was reading 100 mg/dl and they dosed themselves with insulin. The patient¿s son checked on the patient and found her unresponsive on her bed. The patient¿s son was unable to wake the patient up and called the local paramedics. He stated the paramedics treated the patient but was not sure of what the treatment was; however, the patient did not fully recover. The patient was transported to the emergency room (ER) and when her blood sugar was tested, it was reading below 25 mg/dl. The patient was treated in the ER with sugar water saline via intravenous (IV) therapy and was released after being in the hospital for 3 days. At the time of contact, the patient was doing fine. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.